Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation the front therapy electrode was torn from ECG a. The cause for the damaged cable cannot be positively determined but was likely the result of physical damage when the pt "ripped" his lifevest off. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.

Event description:
The caretaker of a (B)(6) male pt contacted zoll customer support to report that the pt "ripped off his lifevest off and there are now wires exposed in the front". The pt was issued a replacement electrode belt.